Manufacturer narrative:
(B)(4). Date sent: 4/12/2021. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR for lot 26729 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information received: required in-patient hospitalization or prolongation of existing hospitalization: yes. Resulted in medical or surgical intervention: yes. Since you last completed a study visit, did you seek medical treatment related to gerd or linx device?: yes. Reason the subject sought medical attention: difficulty swallowing: yes. Painful swallowing: yes. Continuation of worsening of gerd symptoms: yes other troublesome symptom that may be related to the linx device and/or linx procedure: yes. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Manometry: normal. Egd: gastritis, no esophagitis, hill grad 2. Histologie: refluxcarditis, without baretts esophagus. Ph study: 120 reflux episodes. This was performed a long time ago, the patient does not have the results. This information was found in the discharge note of the manometry studies. What is the country of this study? (B)(6). On what date did the implant take place? (B)(6) 2021. On what date did the explant take place? (B)(6) 2021. What is the product code for the linx device that was removed? Lxm16. What is the lot number of the linx device? 26729. When using the linx sizing device what technique was used to determine the size? Laparoscopic. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Not applicable. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Hiatal repair. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Besides the reported dysphagia, what was the reason for removal of the linx device? Food impaction that could not be removed with egd. Was the device found in the correct position/geometry at the time of removal? Yes. Will the device be returning for analysis? No.

Event description:
It was reported that the patient experience, dysphagia and the device was explanted.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2023. Additional information received; alert date: (B)(6) 2023; date of explant: (B)(6) 2021; country of event: world; model: lxm16; device lot number: 26729; date of implant: (B)(6) 2021. Patient details: patient identifier: (B)(6); sex: male; age (at time of consent): 53 years. Additional event details: was the linx explant a result of an adverse event per protocol definitions?: yes if yes, choose the primary ae log line, start date and term: #: (B)(4); (B)(6) 2021-dysphagia and device explant. If no, what was the reason for the explant? (Check all that apply). Participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: no did not meet participant expectations: no other: no; if other, specify: blank. Describe the technique used for explant (check all that apply). Laparoscopic: yes; endoscopic: no; other: no; if other, specify: blank. Were any concomitant procedures performed?: yes describe any notable observations during the explant procedure: patient was ly admitted due to food impaction and dysphagia. The surgeons on duty were not able to extract the food or push it further in the endoscopy, so they decided to explant it.

Manufacturer narrative:
(B)(4). Additional information received: did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form. : no = yes.